Manufacturer narrative:
Continuation of medical devices: 2088tc lead, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen in the emergency room with complaint of "twitching" approximately every five minutes. Dia pragmatic stimulation was suspected and reprogramming was done on the left ventricular lead, but it did not resolve the symptoms. The left ventricular lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.